Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿outcome and revision rate of uncemented glenohumeral resurfacing (c.a.p.) After 5-8 years¿, by p.c. Geervliet; m.p.j van den bekerom; p. Spruyt; and m. Curvers; published in the arch orthopaedic trauma surgery on december 8, 2016 was reviewed. The purpose of the article ¿outcome and revision rate of uncemented glenohumeral resurfacing (c.a.p.) After 5-8 years¿ which was an expansion to the ongoing follow-up study in patients treated with uncemented global c.a.p. (Depuy) resurfacing shoulder prosthesis, short-term results published in 2014. The article was based on 46 patients (48 prosthesis), which of three were lost to follow-up, one died of unrelated causes and two were unable to attend follow-up appointments due to other health-related issues. 11 patients had revision surgery; eight were a total shoulder arthroplasty and three were a reverse shoulder arthroplasty. The reasoning for the revision surgery were variable but included; infection, pain, anterior subluxation, arthrofibrosis, glenoid erosion, poor function and cuff arthropathy. There were some reports of migration through radiographs on 36 shoulders due to rotator cuff insufficiency or failure, however no interventions were noted in the article.